Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an unspecified elevated blood glucose at midnight due to the pump's basal rates being incorrect. Customer delivered a correction bolus to address the high bg. Tandem technical support assisted customer in adjusting basal rates and resumed insulin therapy.